Event description:
An unk size aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported later on the evening of the procedure the pt expired. No additional info regarding the circumstances leading to the pt's death was received. The device was not returned to medtronic.